Event description:
It was reported that water leaked from the funnel of the foley catheter on the first day after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all silicone foley catheter. Visually inspected the catheter and no physical defects were present. Inflated balloon with 10 ml of methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) with inhouse syringe and it inflated properly. The catheter rested with no leaks noted. The inhouse syringe was connected and the balloon deflated passively in under 5 minutes: 2 minutes and 45 seconds. No root cause could be found because the reported event was unconfirmed. The reported event was not confirmed therefore device history review was not required. The reported event was not confirmed therefore label review was not required. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from the funnel of the foley catheter on the first day after placement.